Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011258, in question was manufactured at the reynosa site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011258 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011258 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m12 on 18-oct-2024, with a total of (B)(4) units. The assembly, lot 5a02509 was manufactured according to the wi version 27 and manufactured in the quickset line, on 21-jan-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5a03821 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 19-jan-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (B)(4) was opened during the sterilization process (this issue is not linked to the performance of the process), and further product disposition were required. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, one non-conformance (nc) raised during production unrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced bent cannula event on (B)(6) 2025. The blood glucose level of the patient was high (400 mg/dl) due to which the patient went to emergency room on (B)(6) 2025 for less than twenty four hours. The patient was treated with intravenous insulin drip. No further information available.